Manufacturer narrative:
The abbott measurements and the e 801 analyzer measurement of 40.2 pg/ml with the peg treated sample were performed the next day. A review of quality control data showed stable recovery. There was no indication of a reagent issue. A clear root cause could not be identified because there was no remaining sample from the patient available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys pth on a cobas e 801 analytical unit and a cobas e 602 module. Over a long period of monitoring, the patient has had a pth concentration in the normal reference range of 15 - 65 pg/ml. The sample resulted in pth values of 25.1 pg/ml, 24.4 pg/ml, 25.9 pg/ml, and 19.9 pg/ml when tested on the e 801 analyzer. The sample was treated with a 25% polyethylene glycol (peg) solution in a 1:1 ratio, resulting in pth values of 40.2 pg/ml (160.16 % recovery) and 51.8 pg/ml on the e 801 analyzer. The sample was diluted 1:2 and tested on the e801 system, resulting in a raw pth value of 9.34 pg/ml which calculated to a final value of 18.68 pg/ml when accounting for the dilution factor. The sample was diluted 1:4 and tested on the e801 system, resulting in a raw pth value of 5.85 pg/ml which calculated to a final value of 23.4 pg/ml when accounting for the dilution factor. The sample was diluted 1:8 and tested on the e801 system, resulting in a raw pth value of 5.68 pg/ml which calculated to a final value of 45.44 pg/ml when accounting for the dilution factor. The sample was diluted 1:16 and tested on the e801 system, resulting in a raw pth value of 7.35 pg/ml which calculated to a final value of 117.6 pg/ml when accounting for the dilution factor. An additional e 801 pth value from the sample was provided as 6.17 pg/ml, but it is not known if this value was obtained upon dilution of the sample or with peg treatment. Additional repeat testing of the sample performed on the e 801 analyzer showed good repeatability. No additional data was provided. The sample was tested on an e 602 analyzer at a second site, resulting in a pth value of 20.8 pg/ml. The patient sample was tested on an abbott device, resulting in a pth value of 94.9 pg/ml. The sample was also treated with a 25 % peg solution at a 1:1 ratio and repeated on the abbott device, resulting in a pth value of 34.9 pg/ml (36.78 % recovery).

Manufacturer narrative:
The serial number of the e 801 analyzer is(B)(6). The investigation is ongoing.